Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that there was a cuff leak when inflated between the tube and cuff seam, which resulted in the patient requiring re-intubation. The tube was subsequently washed, but it may still pose a risk due to potential residual bodily fluids. This has been reported to medsafe. There was delay in therapy. Airway management was being administered/performed. There was unknown patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. As received no damage or anomalies were observed. In attempts to replicate clinical use the tracheal tube was inflated using an ICU medical provided syringe. It was observed that the cuff inflated however it deflated. Visual and functional testing was performed upon further inspection a channel was observed between the base of the cuff and the main tube. The complaint of leakage can be confirmed. The probable cause is due to a welding error during manufacturing in tijuana.